Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding external device. It was reported that they were getting critical service errors on their handset again as previously documented. The patient stated that they have been getting the518 error code 'quite a few times in the last few weeks' and 'just got this one a little bit ago 0x507578a5.' The patient mentioned that they were having the same issue before and were sent a new handset, but they had to clear the data to resolve the issue as well, as previously documented. The patient stated that when they cleared data the last time they called, it resolved the lag at 90%, but since they were sent a new handset, they just started using it, as previously documented. The agent assisted the patient in closing out of the ¿myptm¿ application, clearing the data, and then patient confirmed they were able to connect well and stated that 'it's going really quick.' The patient did not want to bolus during the call. Prior to clearing data, the patient's data was 4.71 mb. The patient mentioned that they were accidentally going under ¿myptm¿ app in the 'apps' section when trying to clear data themselves. The patient mentioned that they wrote down the clear data steps as the agent was assisting them in clearing the data. The patient will monitor and call back if further assistance is needed.